Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted on (B)(6) 2015. (B)(4)

Event description:
It was reported that the right atrial (ra) lead had a possible fracture. High impedance, high thresholds and atrial high rate episodes were also indicated. The lead was reprogrammed unipolar and remains in use. No patient complications have been reported as a result of this event.